Event description:
During the psvt procedure, air was drawn back. The sheath was inserted into the heart. Before catheter insertion, when aspiration was performed for flushing, air was drawn back. Multiple attempts were made to aspirate, but the air could not be completely removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of air being aspirated could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.